Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The customer reported that this unit reports the message alert "attach pads" and fails to discharge. There was no report of patient involvement.